Event description:
On (B)(6) 2013, patient reported the infusion set needles appeared thicker than normal and this caused difficulty with insertion and bent cannulas. Her blood glucose elevated above 600 mg/dl, and she was unable to decrease it over the course of 2-3 days. She was admitted to the hospital for approximately 6 hours and received 2 bags of IV fluid and an insulin injection. She changes the headset every 3 days. She switched to a different lot number of infusion sets and has experienced no further concerns. The infusion sets were replaced and requested for evaluation.

Manufacturer narrative:
A visual inspection and tests for flow and leak were performed on the returned used devices. The soft cannula was kinked at the tip. The flow and leak tests were in accordance with specifications. The needle test could not be performed due to the introducer needle was not returned. The reference samples were visually inspected and tested for flow, leak and needle. All test results were within specifications. See also the "instruction for use" for the infusion set. Especially the warnings have been noted: ensure clean application. Do not touch the soft cannula or introducer needle. Make sure that the soft cannula is fully inserted into the subcutaneous tissue and not kinked at the skin surface. Once the introducer needle punctures the skin, the soft cannula must be quickly pushed in the rest of the way, or it may kink upon insertion, causing reduced or blocked insulin delivery.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.